Event description:
Portion of ceramic tip from olympus 24fr cystoscopic sheath #a22041a broke off intraoperatively during transurethral resection of prostate and laser lithotripsy procedure. Piece had to be retrieved from bladder. (Entire piece was retrieved without patient injury.) FDA safety report ID #:(B)(4).

Event description:
Portion of ceramic tip from olympus 24fr cystoscopic sheath #a22041a broke off intraoperatively during transurethral resection of prostate and laser lithotripsy procedure. Piece had to be retrieved from bladder. (Entire piece was retrieved without patient injury.) FDA safety report ID #:(B)(4).